Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control cable replaced and returned for further investigation. Simulated use testing of the received control cable was not able to reproduce the described customer issue. Evaluation of the device logs could confirm a technical error alarm on the date of event. Measurements performed on the control cable showed a higher than expected electrical resistance between the cable connectors. This is caused by cable insulation still remaining when connecting the wires to the connector pins. A high resistance in the control cable may lead to communication errors between the panel and the patient unit. Occurrence of such errors will trigger high priority alarms and the user will not be able to properly display the ventilation status on the panel. Ventilation will not affected by this error. The conclusion in this matter is that the reported issue was caused by a high electrical resistance in the control cable.

Event description:
It was reported that the ventilator generated a technical error indicating a communication failure between the patient unit and the user interface while it was connected to the patient. According to the hospital the screen half disappeared and ventilation stopped. The ventilator was disconnected from the patient and the patient was hand ventilated. There was no patient harm. Manufacturer ref. #: (B)(6).